Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The tubing used, comes in the jada package. Noted that there may be a clot blocking was 4 hours after the initiation of 1st line treatment [device occlusion]. No additional ae reported [no adverse event] . Case narrative: this spontaneous report originating from united states was received from a other health professional (registered nurse) referring to a female patient of an unknown age. The patient¿s historical condition, current condition, concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) (lot # 1087346, manufactured date: 13-jul-2023, ref # jada-2002 and expiration date: 13-jul-2026) via vaginal route for postpartum hemorrhage. On (B)(6) 2024 (also reported as last night), a vacuum-induced hemorrhage control system (jada system) was used on a patient for pph (postpartum hemorrhage) with 1300 ml blood loss. There was vaginal bleeding noted by the rn (registered nurse) and no blood noted in the cannister. When she brought this to the attention of the providers, they stated that the last time this happened, the nurses just switched out the tubing. The tubing used, comes in the vacuum-induced hemorrhage control system (jada system) package. It was noted that there may be a clot blocking was 4 hours after the initiation of first line treatment (device occlusion). Also reported that this was the second time this has happened while using a vacuum-induced hemorrhage control system (jada system). No additional adverse event (ae) reported (no adverse event). Upon internal review, the event device occlusion was considered to be medically significant. Follow up information was received from a other health professional (registered nurse) on 09-may-2024. The patient's historical conditions included singleton pregnancy and vaginal delivery. Past medication included oxytocin. Nurse reported that they did not believe the device or tubing was defective but stated that both vacuum-induced hemorrhage control system (jada system) devices that were used on this patient became clogged with blood clots. The maternal admission to intensive care unit (ICU) was not required. The patient did not used treatments required after vacuum-induced hemorrhage control system (jada system) to control the abnormal postpartum uterine bleeding or hemorrhage. The operator of the device was attending physician. This was not the operator¿s first time using or first experience with vacuum-induced hemorrhage control system (jada system). This case was linked to same patient linked cases included first vacuum-induced hemorrhage control system (jada system) was placed. During the period of time where the device was present, vaginal bleeding was noted, but no blood was in the canister. It was noted that a clot was blocking the tubing (device occlusion) (reported in oars # (B)(4)). Second vacuum-induced hemorrhage control system (jada system) was placed but the patient had vaginal bleeding but no blood present in the canister. It was noted that the second device was in place for about 4 hours before this was discovered (device occlusion) (reported in oars # (B)(4)). Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.